Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, the three detachment controllers were stated to be available for return to the manufacturer for evaluation but have not yet been received. The investigation is ongoing and upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: an azur18 was used as the first coil. The implant was attempted to be detached, but the light on the detachment controller turned red and the implant was not detached though the light had turned green during the pretest. The same event occurred with two other detachment controllers. Since the detachment controllers did not detach the implant, the implant was attempted to be detached by rotating the pusher. The implant was detached, but the implant was stretched, and a part of the implant was separated during the attempt. Regarding the portion of the coil implanted inside the patient, although it was not ideal, the implant was placed in the desired position. A piece of the implant occluded the microcatheter, and the microcatheter had to be removed and replaced to continue the procedure. Two coils from the reported lot were used. Subsequently, the procedure was successfully completed. No health damage to the patient.

Event description:
No additional information received regarding the event.

Manufacturer narrative:
The complaint device was not returned for evaluation, but three v-grip controllers were provided for testing. The battery voltages, board voltage, and output measured within specification. The light and audio sequences functioned normally. All three controllers performed as intended. However, without the return and evaluation of the coil system, the investigation could not test for or further assess the alleged product issue.